Event description:
Healthcare professional reported during routing MRI right device was found ruptured device during surgery is found completely disintegrated and capsular contracture baker grade IV. Device has been explanted and replaced with non abbvie device.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.